Manufacturer narrative:
The reported 8x30mm biosure regenesorb screw, used in treatment, will not be returned for evaluation. Due to the nature of this complaint a review of the sterility records for the lot in question was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. A review of the manufacturing records was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated.

Event description:
It was reported that the patient experimented pain of the shin in the screw implantation area days after the anterior cruciate ligament reconstruction surgery. The treatment was carried out with joint puncture and antibiotics were prescribed. The patient was receiving physical therapy and the current status is satisfactory. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the patient experimented pain of the shin in the screw implantation area days after the anterior cruciate ligament reconstruction surgery. The treatment was carried out with joint puncture and antibiotics were prescribed. The condition of the patient has improved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.